Event description:
It was reported that a routine follow-up revealed the device had no telemetry and no output. A device follow-up three months earlier had been normal. The patient's rate was found to be at his intrinsic heart rate of less than 40 bpm. In addition, the patient reported feeling 'frail' and fatigued lately. The device was explanted and replaced. No further patient complications were reported as a result of this event, and the patient outcome was reported to be recovered following the replacement procedure.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) preliminary testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.